Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted signs of use (dried fluids inside the trocar and around the envelope seal). The cannula was disengaged from the trocar. The circular seal appeared intact. The flip top seal was disengaged. Pmv performed functional testing: when the trigger was actuated, the knife blade advanced and cut through the test media. The port passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged flip-top seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the cannula which is the valve leakproof of the device was detached from the top portion of the port and fall into the patient 's cavity that was retrieved with a clamp. There was no patient injury.